Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed signs of wear along the lead body. In particular 2cm distal to the is-1 connector pin the insulation was found worn through, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor were measured. A short circuit was detected. Furthermore, the lead body including outer conductor coil was found squeezed and deformed from 20cm to 21cm distal to the is-1 connector pin, which most likely resulted from a tight suture sleeve. Additionally, cuts into the insulation were found 10cm, 20cm and 21cm distal to the is-1 connector pin, which probably occurred during the extraction procedure. The manufacturing processes for the pacemaker and leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 38 months, oversensing on the ventricular and atrial channel was reported. The leads and the pacemaker were explanted.